Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced a loss of osseointegration on (B)(6) 2013, resulting in fixture loss.

Manufacturer narrative:
Correction: the correct catalog number is 92129; not 93330 as previously reported.abutment catalog number: 93335.abutment lot number: 136781.this report is filed november 28, 2013.